Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a white spot on the cornea of both eyes that were treated with the laser earlier in the day. The doctor has not seen this before and requested that the laser be checked. No patient harm was indicate. Upon follow up, patient is reported to be doing well post-operatively. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully verified without issue. During the whole day, the user performed two treatments successfully without any error or warning. According to quick user manual flap planning, the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day, the user renewed the energy check so both treatments were performed in the required time range to the last energy check. No technical problems or deviations could be identified by the logfile review. Clinical applications specialist (cas) review shows a well-defined opaque bubble layer (obl) at the hinge area on the left eye. It caused by a canal that was not working. The visible line in the center of the treatment was probably caused by a small movement of the patient during the flap cut. No technical root cause was identified. The root cause for the white spot is occurrence of the obl which origin could not be determined conclusively. (B)(4).